Manufacturer narrative:
Our product evaluation laboratory received one oximetry catheter. As received, a blue thread was attached to the catheter body at the 10 cm mark and blood was observed in the optic connector. While pressurizing the distal lumen, air leakage was observed from the optical connector. A leak test found interlumen leakage in the backform between the distal and optic lumens. No other visible damage was observed from the catheter body. A device history record review was completed and documented that the device met all specifications upon distribution. The customer report of a leakage issue was confirmed on evaluation. An engineering evaluation has been initiated to assess for any manufacturing-related processes which could be correlated to the complaint. Invasive procedures involve some patient risks. Although serious complications are relatively uncommon, the physician is advised, before deciding to insert or use the catheter, to consider the potential benefits in relation to the possible complications. The techniques for insertion, methods of using the catheter to obtain patient data information, and the occurrence of complications is well described in the literature. In this case, blood leakage occurred in a pediatric patient, who would have a lower threshold for brief interruptions in therapy or minor amounts of bleeding than an adult patient. This results in a higher potential for an injury to occur. It is unknown whether user or procedural factors contributed to the stated event. (B)(4).

Event description:
It was reported that during use of an advanced double lumen oximetry catheter for an atrio-ventricular canal in a (B)(6) female infant, there was blood reflux observed in the optical module connector. The leak did cause blood loss, though the exact amount was unknown and the customer reported that it was not clinically relevant. The catheter was left in place with the line clamped, so it was not possible to obtain svo2 values. There was no patient injury.